Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The identified system error 105 was at power up and was caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
During baxter's evaluation it was found that a spectrum pump had a system error 105 alarm. There was no patient involvement.